Event description:
It was reported that the left ventricular (lv) lead exhibited diaphragmatic stimulation, causing the patient to experience a hiccup sensation. The lv lead's output was decreased. Approximately six weeks later, diaphragmatic stimulation was again noted. Lv lead output was again decreased, to the point where diaphragmatic stimulation was no longer occurring. The lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.